Event description:
Bowel obstruction. In 2002, a pt underwent a total abdominal hysterectomy - bilateral salpingo oophorectomy. Two sheets of seprafilm were placed on the distal ileum overlying the vaginal cuff and the anterior abdominal wall under the incision. One week later, a bowel obstruction was diagnosed. The pt failed ngt decompression. During exploratory laparotomy, dense adhesions at the seprafilm application sites were noted. Lysis of adhesions and ileo ascending enterocolostomy were performed. The pt recovered with sequelae the next month.